Event description:
Caller reported that the t:slim x2 pump battery was not charging despite attempts using different charging cables and wall adapters. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump and instructed the caller on steps to take upon receiving the replacement, including a reminder to return the non-functioning pump to tandem using a pre-paid label within 10 days.